Event description:
At about 1 month after the primary, the patient came in presenting pain during rotation and the cause is unknown. The surgeon revised the liner and glenosphere. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 16 february 2026. Reverse shoulder system 04.01.0121 humeral reverse hc liner d 36/+6mm (k170452) lot 2402704: (B)(4) items manufactured and released on 08-may-2024. Expiration date: 2029-04-25. No anomalies found related to the problem. To date, 38 items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0207 lat. Glenosphere 36xd 24.5 (k193175) lot 2242315: (B)(4) items manufactured and released on 09-dec-2022. Expiration date: 2027-11-24. No anomalies found related to the problem. To date, 38 items of the same lot have been sold with no similar reported events during the period of review. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.